Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had recurring incontinence and sub cuff atrophy was suspected. The device was removed and replaced. There were no additional patient complication reported.